Manufacturer narrative:
Patient information is unknown. Unknown date in 2017. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the short drill bit 4.2mm was broken inside the distal femur of the patient and not able to be taken out from the patient. There was an extension to the operation time of approximately thirty (30) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.